Event description:
Event description guidant received information that the patient with this pacemaker passed away. Device followup of the device memory indicated noise on both leads. The autopsy did not find any reason for cause of death. The device was explanted and returned for analysis.